Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported during final tightening of the set screw in the crosslink, the head of the crosslink sheared off. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.